Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection with one of the supply bags. The technical service representative assisted the patient in clearing the alarms. The patient ended therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not completed. The known cause of this alarm is a loose connection between a supply bag and a supply line. Should additional relevant information become available, a supplemental report will be submitted.